Event description:
On (B)(6) 2013, a distributor received a spontaneous report from a (B)(6)-year-old male who was treated with oasis ultra tri-layer matrix. On an unspecified date, while hospitalized, the patient was treated with oasis ultra tri-layer matrix, applied once a week, for a burn on the back of his neck between both shoulders and neck. On an unspecified date, after 6 applications of the product, the patient experienced a multi resistant bacterial infection that reportedly went throughout his body. The patient also noted that the product "stunk so bad," but he "kept doing it because they are all medical professionals." No additional information was provided as the patient refused to answer any adverse event related questions. According to the patient, the bacterial infection resolved, "but it took a month."

Manufacturer narrative:
Lot number not provided by the complainant; product expire date unk as lot number nor provided by the complainant; product catalog number unk as product unspecified by the complainant. Implant date not provided by the complainant. Product MFR date unk as lot number not provided by the complainant. Conclusion code: root cause related to complication of wound being treated and/or a hospital acquired infection.